Event description:
The customer reported that a pt received a burn on the surface of the skin during a laparoscopic appendectomy. The burned area was described as being 7mm in size and was excised. No further treatment was given. A striker l hook monopolar instrument was in use at the time of the incident. The customer does not think the generator contributed to the reported incident.

Manufacturer narrative:
(B)(4). To date, the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.